Manufacturer narrative:
The initial MDR 2432235-2014-00470 was filed on august 6, 2014. Additional information (09/19/2014): a siemens headquarters support center (hsc) specialist reviewed the service information for this event. A siemens customer service engineer (cse) had discovered bleach contamination and a hole in an aspirate probe, which was repaired. The hsc specialist determined that the bleach contamination had caused the discordant results. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the instrument was contaminated with bleach and one of the probes had a hole in it. The cse flushed the instrument lines with water several times to decontaminate it. The cause of the discordant vitamin d results is unknown.

Event description:
The operator of an advia centaur instrument contacted the siemens customer care center (ccc) to report that quality controls (qc) for vitamin d were going out of range. The qc would pass after calibration but go out of range shortly after. When it was discovered that qc was out of range, all patient samples that had been tested for vitamin d that day were repeated on an alternate instrument. There were discordant results on multiple patient samples tested on the advia centaur instrument. The discordant results had been reported to the physician(s). The laboratory issued the corrected results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant vitamin d results.